Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was unable to measure p waves, r waves, or lead impedance, during an implant procedure. A different analyzer was used to complete lead testing. The status of the analyzer is unknown. No patient complications have been reported as a result of this event. On 2019-08-16: it was further reported that the analyzer had been used several times subsequent to the reported malfunction, and the issue had not recurred. The facility elected to keep the analyzer in use.